Manufacturer narrative:
Evaluation of the returned pod xl confirmed that the embolization coil was detached. Evaluation revealed that the proximal constraint sphere was inside the pusher assembly distal detachment tip. This indicates the coil detachment likely occurred due to fractured pe fibers. If the pod xl is retracted against resistance, damage such as fractured pe fibers and subsequent embolization coil detachment may occur. The detached embolization coil was not returned for evaluation. Based on the reported complaint, the root cause of the resistance during the procedure could not be determined. Further evaluation revealed that the pull wire was advanced distal from its initial position, and the pusher assembly was kinked throughout its length. This damage is incidental to the reported complaint. The pull wire advanced distally from its initial position likely occurred due to advancement against resistance. The pusher assembly kink may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod xls and a non-penumbra glide catheter. It was reported that the pod xl appeared to have no damage upon removal from the packaging. During the procedure, the physician placed one pod xl into the target vessel. While advancing the next pod xl, through the glide catheter, the physician experienced resistance, and the embolization coil unintentionally detached within the glide catheter. The glide catheter containing the detached embolization coil was removed. The glide catheter was readvanced into the patient. It was reported that the physician had difficulty advancing the next pod xl through the glide catheter. The glide catheter was removed, and a non-penumbra catheter was used. The same pod xl was readvanced and successfully placed into the target vessel. The procedure was completed using another pod xl and the same non-penumbra catheter. There was no report of an adverse effect to the patient.